Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5077486) on 07-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pain") in a female patient who had essure (batch no. A57109) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint pain (hands, wrists, knees, ankles)"), dizziness ("dizzy spell"), presyncope ("near fainted"), balance disorder ("unbalanced"), feeling abnormal ("fog"), tinnitus ("left ear constantly buzzing"), neck pain ("neck pain / back of neck (brain stem area) pain") and pain in jaw ("jaw pain"). The patient was treated with cortisone. At the time of the report, the pelvic pain, abdominal pain, arthralgia, dizziness, presyncope, balance disorder, feeling abnormal, tinnitus, neck pain and pain in jaw outcome was unknown. The reporter considered abdominal pain, arthralgia, balance disorder, dizziness, feeling abnormal, neck pain, pain in jaw, pelvic pain, presyncope and tinnitus to be related to essure. The reporter commented: consumer mentioned hospitalization, required intervention as event outcome, however she did not specify it. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results were clear (no brain tumor) x-ray - on an unknown date: no arthritis found. Unknown date: nerve test: came back fine. Blood work: clear. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5077486) on 07-jun-2018. The most recent information was received on 12-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain') in an adult female patient who had essure (batch no. A57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity, adenomyosis and chronic cervicitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint pain (hands, wrists, knees, ankles)"), dizziness ("dizzy spell"), presyncope ("near fainted"), balance disorder ("unbalanced"), feeling abnormal ("fog"), tinnitus ("left ear constantly buzzing"), neck pain ("neck pain / back of neck (brain stem area) pain") and pain in jaw ("jaw pain"). The patient was treated with cortisone and surgery (removal of essure/tlh, bilateral salpingectomy, cystocopy). At the time of the report, the pelvic pain, abdominal pain, arthralgia, dizziness, presyncope, balance disorder, feeling abnormal, tinnitus, neck pain and pain in jaw outcome was unknown. The reporter considered abdominal pain, arthralgia, balance disorder, dizziness, feeling abnormal, neck pain, pain in jaw, pelvic pain, presyncope and tinnitus to be related to essure. The reporter commented: consumer mentioned hospitalization, required intervention as event outcome, however she did not specify it. Discrepancy noted: in ultrasound it was mentioned that possible displaced right essure coil wheras in description it is in appropriate intraluminal location. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: results were clear (no brain tumor). X-ray - on an unknown date: results: no arthritis found. Nerve test: came back fine. Blood work: clear. Lot number: a57109 manufacturing date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: fup 4 and 5 processed together. Quality safety evaluation of ptc. On 29-apr-2021: fup 4 and 5 processed together. Mr received. Reporter information, other relevant history added and rcc was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on 07-jun-2018. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain') in an adult female patient who had essure (batch no. A57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity, adenomyosis and chronic cervicitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint pain (hands, wrists, knees, ankles)"), dizziness ("dizzy spell"), presyncope ("near fainted"), balance disorder ("unbalanced"), feeling abnormal ("fog"), tinnitus ("left ear constantly buzzing"), neck pain ("neck pain / back of neck (brain stem area) pain"), pain in jaw ("jaw pain"), memory impairment ("cant speak or find words for simple things") and disturbance in attention ("blank stare when someone is talking to me because I cant focus/retain what someone is saying"). The patient was treated with cortisone and surgery (removal of essure/tlh, bilateral salpingectomy, cystocopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, arthralgia, dizziness, presyncope, balance disorder, feeling abnormal, tinnitus, neck pain and pain in jaw outcome was unknown. The reporter considered abdominal pain, arthralgia, balance disorder, disturbance in attention, dizziness, feeling abnormal, memory impairment, neck pain, pain in jaw, pelvic pain, presyncope and tinnitus to be related to essure. The reporter commented: consumer mentioned hospitalization, required intervention as event outcome, however she did not specify it. Discrepancy noted: in ultrasound it was mentioned that possible displaced right essure coil wheras in description it is in appropriate intraluminal location. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: results were clear (no brain tumor). X-ray - on an unknown date: results: no arthritis found. Nerve test: came back fine. Blood work: clear. Lot number: a57109, manufacturing date: 2012-09, expiration date: 2015-09. Concerning the injuries reported in this case, the following one is confirmed in patients¿ social media:memory impairment and disturbance in attention. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received: event cant speak or find words for simple things and blank stare when someone is talking to me because I cant focus/retain what someone is saying added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5077486) on 07-jun-2018. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain') in an adult female patient who had essure (batch no. A57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint pain (hands, wrists, knees, ankles)"), dizziness ("dizzy spell"), presyncope ("near fainted"), balance disorder ("unbalanced"), feeling abnormal ("fog"), tinnitus ("left ear constantly buzzing"), neck pain ("neck pain / back of neck (brain stem area) pain") and pain in jaw ("jaw pain"). The patient was treated with cortisone. At the time of the report, the pelvic pain, abdominal pain, arthralgia, dizziness, presyncope, balance disorder, feeling abnormal, tinnitus, neck pain and pain in jaw outcome was unknown. The reporter considered abdominal pain, arthralgia, balance disorder, dizziness, feeling abnormal, neck pain, pain in jaw, pelvic pain, presyncope and tinnitus to be related to essure. The reporter commented: consumer mentioned hospitalization, required intervention as event outcome, however she did not specify it. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: results were clear (no brain tumor). X-ray - on an unknown date: results: no arthritis found. Diagnostic results: unknown date: nerve test: came back fine blood work: clear quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter's information added. Product's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5077486) on 07-jun-2018. The most recent information was received on 16-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pain") in a female patient who had essure (batch no. A57109) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint pain (hands, wrists, knees, ankles)"), dizziness ("dizzy spell"), presyncope ("near fainted"), balance disorder ("unbalanced"), feeling abnormal ("fog"), tinnitus ("left ear constantly buzzing"), neck pain ("neck pain / back of neck (brain stem area) pain") and pain in jaw ("jaw pain"). The patient was treated with cortisone. At the time of the report, the pelvic pain, abdominal pain, arthralgia, dizziness, presyncope, balance disorder, feeling abnormal, tinnitus, neck pain and pain in jaw outcome was unknown. The reporter considered abdominal pain, arthralgia, balance disorder, dizziness, feeling abnormal, neck pain, pain in jaw, pelvic pain, presyncope and tinnitus to be related to essure. The reporter commented: consumer mentioned hospitalization, required intervention as event outcome, however she did not specify it. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results were clear (no brain tumor). X-ray - on an unknown date: no arthritis found. Unknown date: nerve test: came back fine. Blood work: clear. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.